Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not connect properly to the female connector of a peritoneal dialysis (pd) transfer set which resulted in an iodine leak. The event was further described as, ¿transfer set can¿t fit tightly with the minicap and the iodine leak out¿. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification noted a damage female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the mini cap to the female connector. The reported condition was verified. The cause of the condition was related to manufacturing.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.